Event description:
Distributor reported that during a recent surgery, a surgeon broke a 4.5mm anchor. No adverse events have been reported as a result of the malfunction. There was no reported harm to the patient. The surgery was completed successfully.